Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern for textured implant device and capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and bilateral implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and bilateral implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, white calcification on the surface of the shell 85%, wear abrasion. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d9, h3, h6.